Manufacturer narrative:
The device was returned was returned for evaluation and analysis. The inspection of the returned impella lp2.5 revealed separation of the cannula, and it appeared that the maximum force to the cannula was exceeded causing the cannula to fracture into 2 distinct pieces. The returned device was compared to a retained impella lp2.5 sample, and no differences were identified in either the diameter or length of the rigid components. This reported failure occurred because of large removal forces required by a difficult patient anatomy. The instructions for use of this product lists among the contraindications for the use of this device the following: contraindications: patients with aortic stenosis or other abnormal aortic valve performance may be compromised by the use of the impella® catheter. Patients with aortic valve disease should be observed for aortic insufficiency; aortic valve stenosis/calcification (equivalent to an orifice of 0.6 cm2 or less); moderate to severe aortic insufficiency (echocardiographic assessment of aortic insufficiency graded as [?] +2); severe peripheral arterial disease that precludes the placement of the impella® 2.5. In addition, and as reported in the description of the event, the instructions for use instructs the user of the following when an axillary insertion is undertaken: impella® axillary insertion kit (impella® 2.5, 5.0 and impella cp®). The impella® axillary insertion kit contains the following: 23 fr diameter x 6 cm length peel-away introducer; 2 graft locks used to attach a graft onto the introducer (note: only one graft lock is required when used with the recommended hemashield platinum graft; a back-up is provided.); 8 fr silicone-coated lubrication dilator; 2 silicone plugs; it is recommended that the impella® axillary insertion kit be used in conjunction with a 10 mm diameter x 20 cm length hemashield platinum graft. Also as stated in the description of the event the patient's cardiologist believes that the inability to pass and place the device, the fracture of the device and any injury suffered by the patient to be the fault of the patient's extensive vascular calcified anatomy. In conclusion the root cause of the cannula separation was patient anatomy that resulted in higher than normal removal forces. (B)(4).

Event description:
Complainant reported that a (B)(6) patient was scheduled for a primary percutaneous coronary intervention (ppci) (B)(6) 2016, but both femoral arteries were found to be completely occluded, resulting in the patient being rescheduled for a collaborative axillary impella cp (serial number (B)(4)) insertion on (B)(6) 2016. A recent catheterization revealed severe left main disease and the left anterior descending (lad) artery with 95% proximal stenosis and left ventricular ejection fraction (lvef) of 20%. The patient was also scheduled to have a transcatheter aortic valve replacement (tavr) to be performed at a later date. The patient was brought to the cath lab and an 8mm graft was sewn on to the right axillary artery without issue. The 14fr oscor sheath was inserted in the graft with an 0.018 wire into the left ventricle. Using the 14fr oscor sheath during an impella cp axillary insertion technique is contrary to the instructions for use for both the impella cp and impella lp2.5 pumps. The 14fr introducer is not suitable for use during an axillary approach. The instructions for use instructs the user of the following when an axillary insertion is undertaken: impella® axillary insertion kit (impella® 2.5, 5.0 and impella cp®). The impella® axillary insertion kit contains the following: 23 fr diameter x 6 cm length peel-away introducer; 2 graft locks used to attach a graft onto the introducer (note: only one graft lock is required when used with the recommended hemashield platinum graft; a back-up is provided.); 8 fr silicone-coated lubrication dilator; 2 silicone plugs. It is recommended that the impella® axillary insertion kit be used in conjunction with a 10 mm diameter x 20 cm length hemashield platinum graft. The impella cp was placed in the graft and into the artery where great resistance was found after making the turn into the ventricle. After many attempts to work past the resistance wire access was lost and the impella cp was removed. Removal also incurred a great deal of resistance. This resistance was most likely the result of the off label use of the impella 14fr oscor introducer. Contrast dye used to assess the artery path revealed that the artery was of adequate size and without stenosis. Access was then obtained after much difficulty getting the guidewire and 0.018 wire across the atrial ventricular valve (av). At this point it was felt that the patient's anatomy would not allow insertion of the impella cp. The impella cp insertion was aborted and an impella lp2.5 was obtained, as it was hoped that the smaller cannula would be able to make a turn in the axillary anatomy. The impella lp2.5 was placed in the artery, while again using a 14fr introducer (rather than the 23fr introducer), but again got "hung up" in the exact same area of the subclavian artery as the impella cp. Continued attempts to advance the pump were unsuccessful. The procedure was then aborted due to the patient becoming unstable as the blood pressure began to drop into the 60's. During the physicians attempts to remove the impella 2.5 much resistance was encountered. When the pump was pulled from the artery, the catheter was found to be broken in half, separating just below the impeller motor. One section of the fractured cannula remained in the oscor sheath, while the other portion of the cannula was out of the sheath. Both sections of the separated cannula were successfully removed from the vasculature and removed from the 8mm graft. The patient did require 3 total units of replacement blood, to replace the blood that is believed to have been lost as a result of much manipulation in trying to place the pump. As a result of the manipulation the physician was also required to perform an arterial repair, which consisted of sewing more stiches at the anastomosis site. The patient was successfully discharged home in stable condition and will return to the hospital for an open procedure, rather than the previously scheduled procedures of a tavr and a coronary artery bypass graft (CABG.) The patient's cardiologist believes that the inability to pass and place the device, the fracture of the device and any injury suffered by the patient to be the fault of the patient's extensive vascular calcified anatomy.